Event description:
It was reported that during a laparoscopic right hemicolectomy, the knife did not return to home position after the third firing on the colon. The cartridge was white. The knife was returned with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was the knife reverse switch attempted prior to using the manual override? No information. If yes, did it function? Na. Were the cut and staple line complete? No information. The analysis found that one pce60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The device closed and opened as intended during testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. First f/u attempt to affiliate: was the knife reverse switch attempted prior to using the manual override? If yes, did it function? Were the cut and staple line complete?